Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the laser fiber tip was damaged upon un-boxing. The site used another one as a backup. The procedure was completed with no reported impact to patient outcome. There was a reported delay to the procedure of five minutes due to this issue.

Manufacturer narrative:
Additional information: the fiber was returned to the manufacturer for analysis. Analysis found that the returned fiber tip was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: manufacturing site ID should be 1045254. If information is provided in the future, a supplemental report will be issued.